Event description:
According to the reporter, during the cardiac surgery, 4 sutures broke. To complete the procedure, a new strand was opened. There was no harm caused to the patient. The device is expected to be returned for evaluation.